Manufacturer narrative:
The insulin pump was received with button error alarm and unresponsive buttons due to corroded keypad traces. The device had minor scratches on the lcd window, cracked case at the display window corner, broken battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error and she was unable to clear the alarm due to the buttons being unresponsive. Customer's blood glucose was 126 mg/dl. Customer stated she had dropped the device a few months ago and the housing was cracked. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.